Manufacturer narrative:
Additional concomitant medical products: ddbb1d1 ICD, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered an alert for undefined high impedance on the rv, svc, and pace/sense coils. It was also noted that the lead had a possible fracture. An rv lead revision was scheduled. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead was explanted and replaced.